Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7027928/7027938.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. All components were explanted and will not be returned as they were discarded by the medical facility.